Manufacturer narrative:
The investigation was completed on 28-feb-2024. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000302 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a stop cock detached issue occurred. The stop cock completely detached from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium which occurred when they attempted to remove the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium from the packaging. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium appears to be "sheared off." The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The procedure continued. Additional information was received. The stop cock completely detached from the tubing. Issue not related to the hemostatic valve. The sheath was not being used on the patient. The issue occurred when removing the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium from sterile package.